Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source, the patients experienced recurrence, adhesion/fistula formation and chronic pain after using this product.